Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken main tube. Additional observation not reported by site: the instrument was found to have a broken main tube where it meets the proximal clevis. A piece measuring approximately 0.237¿ x 0.299¿ was not returned with the instrument. Th components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The instrument was found to have a frayed grip cable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the 8mm tip-up fenestrated grasper instrument had a damaged cable. The cable spontaneously broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and additional information was obtained: the procedure was completed with a spare instrument with no patient harm, adverse outcome, or injury.